Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies for peritoneal dialysis (pd). On an unreported date, the patient experienced peritonitis. On an unreported date in (B)(6) 2011, the patient was hospitalized for peritonitis. According to the reporter, she had hysterectomy which caused the peritonitis. Treatment was not reported and the patient was recovering. On an unreported date in 2011, dianeal and extraneal therapies were withdrawn. An opinion of causality was not provided. Information was received from a pd nurse. This report has been medically confirmed. The patient was treated with gentamycin antibiotic (dose, frequency and route not reported). On an unreported date in (B)(6) 2011, the patient was discharged from the hospital. Per the nurse, the peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11g28136. No exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was not identified.